Manufacturer narrative:
The customer was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged dissatisfaction against a variety of display related issues as it relates to the device. Complainant did not indicate that there was any patient involvement and that the issues presented themselves during shift checks or non-clinical use.